Manufacturer narrative:
Investigation ¿ evaluation. A review of the instructions for use (IFU), manufacturing instructions, and quality control of the device, were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. Adequate risk mitigation activities are in place to capture potential failure modes prior to customer release. The device history record (DHR) could not be reviewed due to lack of lot information from the user facility regarding rpn and lot# related to this complaint. A sales shipment search was conducted for the user of the complaint origin but, a specific lot(s) could not be determined based on the amount of lots the user has received. The product instructions for use (IFU) was reviewed and provides the following information to the user related to the reported failure mode: precautions ¿activate the hydrophilic coating, if present, by wetting the catheter with sterile water or saline. For best results, keep catheter surface wet during placement.¿ based on the information provided, no returned product and the results of the investigation, the main cause of the failure was concluded to be due to component failure unrelated to manufacturing or design deficiencies. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(6). Occupation: manager. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required an ultrathane mac-loc locking loop multipurpose drainage catheter for a drainage procedure. When inserting the "drains" and once he gets past the hydrophilic coating, the operator noted "getting a lot of resistance with the skin." It is currently unknown how many devices experienced this failure mode. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.